Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. Training is in place. Analysis: 3387-v448143--no significant anomalies. In the returned medial segment of the lead, three of the four conductors are shorted where there are suspected tool marks in the outer insulation and the conductors coils are crushed approx 10 cm from the distal end (suspected explant damage). The continuity is acceptable on all circuits on all three segments of the returned lead. There are no shorts between circuits (day) on the returned proximal and distal segments. There is a short between three of the four circuits in the medial segment returned.

Event description:
Rec'd info the pt programmer was used to check the impedance of the device and it reported 4 electrodes okay as opposed to 8. The physician programmer was then used to interrogate the device and it reported that one side had impedances readings >40,000 ohms at 3v. All the connections were checked at the ins/extension site as well as the lead/extension site. The readings still came back > 40,000. Each brain lead was checked individually using the twist leak screening cable and initially reported one high impedance reading on contact 3 of one lead but when checked again later it was normal. The other brain lead was normal. Once programming started the physician could not illicit any therapeutic benefit using contact 9, 10 and 11 on one side. The physician decided one lead was not working and would need to be replaced. The lead was replaced and the pt programmer used again to check the lead connections and reported only 4 were okay. The extensions were then swapped around at the ins site and it reported 8 okay. No pt injury was reported and the pt recovered without sequela.